Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a schedule device replacement due to normal battery depletion. The local representative commented that the chronic right atrial (ra) lead appears to have a conductor fracture. The ra lead's pacing and sensing are within normal limits. However, the ra pacing impedance measurements are variable. The ra lead remained inservice and the physician was aware of the situation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a cardiac resynchronization therapy (crt-d) warranty validation and lead registration form that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. This right atrial (ra) lead was surgically capped and replaced due to a product performance issue (ppi). The local representative was notified of the ra lead issue on the day of the crt-d upgrade procedure ((B)(6) 2018). This ra lead was exhibiting pacing impedance measurements above 2000 ohms for approximately the past three months. Following discussion with the physician, a decision was made to implant a replacement ra lead at the time of the procedure.